Manufacturer narrative:
At this time, the thv is not indicated for use inside a surgical pulmonic valve, and there is no guidance in the thv training manual on usage of a sapien valve within a surgical pulmonic valve. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of the migration is unknown. However, it is likely that the pre-existing stent did not provide ample securing of the thv, allowing for migration of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by norwegian affiliates, post sapien xt valve deployment, the valve began to move into the right outflow ventricular track and was surgically removed. Initially, there was a ½ year old sp-stent 22mm in the pulmonic position. A 26mm sapien xt valve was deployed within the existing stent without any problems. After a few minutes the valve began to move towards the right ventricle. It was attempted to move it back into the stent with the balloon inflated, but it happened again that the valve moved out of the stent. It was decided to go to surgery, and have a surgical valve placed. The valve was in rvot until it was removed by surgery. The patient was stable. The physician¿s perceived the reason for the migration was that the inside of the stent was ¿totally slippery¿ and there was nothing to help the sapien xt to fasten to within the stent. The stent was implanted ½ year before, and they concluded that it was too long of a time.